Event description:
It was reported by the customer that a pyxis medstation es system had devices not communicating. The customer reported that the device not communicating and unable to see patient names. Its affecting multiple devices in the facility and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user area assignment required modification. The technical support specialist responded to the issue by adding medsurg 3 to the nurses profile, allowing them to view the patients. The system functioned as intended after the technical support specialist troubleshooted the device.